Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted no obvious defects. Evaluation found no leakage observed even when pressure was applied on the sac. Sample undergone a 7 day leak test and no leakage was observed. There was no leakage from the valve. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the catheter balloon would not remain inflated, as a leak was identified. Subsequently, the device dislodged from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not remain inflated, as a leak was identified. Subsequently, the device dislodged from the patient.